Event description:
When conducting measurements on a blood gas analyzer incorrectly low ph values were obtained in 2 out of 4 measurements allegedly without alarms. The physician evaluated the ph results and found them to be inconsistent with the patient's clinical presentation. The ph results were not used for diagnosis. There was no pt harm. Later a dried blood clot was found in the analyzer. After removing the clot, the analyzer functioned properly.

Manufacturer narrative:
The customer alleged that no alarms were given. However, according to the log, 3 out of the 4 measurements indicate an alarm. All of the four measurements were accompanied by one of the following error codes: "measurement unstable." "Value below reference range". The error code "measurement unstable" may be an indication that a clot has been introduced in the fluid path, which was confirmed by the user facility. According to the operator's manual the following warning consistent with the situation is given: "the validity of the test results from this instrument must be carefully examined by a clinician and related to the patient's clinical condition, before any clinical decisions are taken on the basis of the test result." The user facility's medical staff has acted accordingly, found the results inconsistent with the patients condition, and did not use the results for their clinical decision.